Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the catheter had a fissure or crack in the arterial route/pathway compromising its functioning. The use of the product followed the manufacturer's instructions. There was no reported patient outcome.